Manufacturer narrative:
The pump was received with cracked and bleeding glass on lcd board. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was dropped and it cracked on the inside where it is dark green. The customer's blood glucose level at the time of incident was 200mg/dl. The location of the damage is reported to be on the top right of the screen. The customer was advised the pump would have to be replaced and returned for analysis. The pump was received with cracked and bleeding glass on lcd board. The pump was received with minor scratches on lcd window.